Event description:
It was reported by an authorized service technician that while completing unrelated service activities, the customer requested an evaluation of a stretcher that was allegedly not fitting into the fastener nor engaging with the safety hook. The technician observed the safety bail bar and lever were bent and were contributing to the safety bail assembly to no operate as intended. It could not be determined what caused the bend and when it occurred. Replacements parts were sent to the technician to complete the repair and return the stretcher to service. The customer advised there were no adverse events as a result of the issue.